Manufacturer narrative:
Failure analysis confirmed that the insulin pump recognize the reservoir during displacement test without reservoir installed due to physical damage to motor slide, inside reservoir tube compartment and furon seal/area. The insulin pump alarmed motor error due to physical damage to furon seal / case area. Analysis was unable to perform displacement test or verify motor error alarms due to physical damage to motor slide, reservoir tube and furon seal area. The motor was tested outside the device and passed. The insulin pump was received with cracked case at display window corners, reservoir tube lip, and scratched lcd window. The insulin pump was received with loose / protruded drive support disk. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was 282 mg/dl. The customer sated the piston was stuck in the pump and received a motor error. The insulin pump was returned for analysis.